Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having sensor discrepancies and the insulin pump had suspended insulin delivery a few times. The customer¿s sensor glucose reading from the reported event was 45 mg/dl while their blood glucose reading was 78 mg/dl. Troubleshooting was performed. Their current sensor glucose reading was 81 mg/dl while their current blood glucose reading was 212 mg/dl. They were advised to monitor and call back if needed. The sensor will not be returned for analysis.